Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip was implanted at anterior septal mid position. The tr was reduced to grade 2. Post deployment, single leaflet device attachment (slda) occurred from the anterior leaflet. The tr increased to grade 3-4. One triclip was implanted at anterior septal commissure and the tr was reduced to grade 3. Another triclip was implanted at anterior septal central position and the tr reduced to grade 1. The slda was stabilized. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.